Event description:
Catheter had been in place for two days. The catheter appeared to be kinked. The nurse straightened the catheter, then readvanced the catheter into the vein. One hour later the IV was noted to be leaking. The nurses removed the dressing to examine the site and noticed the catheter was broken approximately 1/8" from the hub. Numerous attempts were made to remove the remainder of the catheter. A cut-down was required to remove the catheter segment.